Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and uterine disorder ("small anteverted uterus"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain, bladder disorder, urinary tract infection, fatigue, alopecia, migraine and uterine disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, fatigue, migraine, pelvic pain, urinary tract infection and uterine disorder to be related to essure. The reporter commented: plaintiff received treatment for "other" injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: pelvic pain, abdominal pain, device expulsion, bladder problems, uti, fatigue, hair loss, migraine, small anteverted uterus. Essure insertion and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.